Manufacturer narrative:
This patient presented to the cardiac catheterization unit and 2-vessel disease was found. The primary indication for treatment was not provided. Pre-procedure medications included aspirin, statins and beta-blockers. Intra-procedure medications included aspirin, clopidogrel and unfractionated heparin. Pre-procedure cardiac enzymes were not provided. Percutaneous coronary intervention (pci) was performed on a 99% de novo lesion in the proximal right coronary artery (rca) of 15mm in length in a 3.5mm vessel diameter. The (type a) eccentric lesion had a smooth contour, little or no calcification and thrombus absent. It was pre-dilated with a 2.72x15mm balloon at 14 atmospheres (atm) then the 3.5x18mm cypher select stent was deployed at 16 atm. Residual diameter stenosis measured 0%. Timi flows were not recorded. Post-procedure medications included aspirin, clopidogrel, statins and beta-blockers. Post-procedure ck and troponin cardiac enzymes were within normal limits. Almost two months later, the patient returned with unstable angina and was admitted to the hospital. Angiography confirmed late stent thrombosis and 30% in-stent stenosis. New lesions, 90% and 95% in the left anterior descending left anterior descending artery (lad) and a 90% lesion in the circumflex were also found. No pci was done and the patient was referred for a coronary artery bypass graft (CABG). Please note that this productis not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.

Event description:
Approximately two months after percutaneous coronary intervention (pci), the patient returned with unstable angina and stent thrombosis was confirmed.